Event description:
A customer contacted beckman coulter inc., (bci) to report that they obtained imprecise free t4 (frt4) patient results elevated above the normal range of the assay for one patient. The results were generated by the unicel dxi 800 access immunoassay system. Per the customer, the initial patient sample did not match the thyroid-stimulating hormone (tsh) results and the clinical picture of the patient when they determined the free t4 results may be accurate. The patient sample was also tested on a different instrument and obtained frt4 results matched the repeated dxi 800 result. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was performing within the customer's established limits on the date of the event. System check data has not been supplied to date. The sample was collected in a becton dickinson sst, 4.5ml tube. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse replaced seized piston seals on pipettor number two (2) and verified repairs per established procedures. Although repairs were completed by the fse, it was not determined that the hardware issue led to any erroneous results. The cause of this event is unknown based on the supplied information.